Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting the ground cable was not grounding properly on the v60 ventilator. It is not known if the device was in clinical use when the issue was identified. There was no report of harm. A philips remote service engineer (rse) attempted to reach the customer multiple times to evaluate the issue. The remote case was canceled after 3 failed attempts. The investigation is ongoing.